Manufacturer narrative:
Technician found that the power cord had no ground reading during electrical check. Power cord ground wire was cut into causing no ground reading. Replaced power cord to resolve this issue.

Event description:
Power cord had no ground reading during electrical check. No injury reported.